Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 462 mg/dl with a lifescan meter and 200 mg/dl on an unknown meter (invalid comparison), performed within 20 minutes of each other. The pt was testing with glocoteck test strips on the fasttake meter. The customer service representative walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. A check strip test was also performed and the result fell within specifications.